Event description:
It was reported that the pt developed an intrathecal granuloma diagnosed in (B)(6) 2010. The pump contained hydromorphone 10 mg per ml at a dose of 1.7 mg/day. The symptoms related to granuloma were increased pain, radicular pain down leg, progressive numbness in left leg with rapid progression to bilateral. The pt was scheduled for surgery as soon as possible, however, the pt had moved and wasn't available. On (B)(6) 2010, the pump and catheter were removed. The 1 centimeter granuloma was a t10 at the tip of catheter. The health care provider took the pt to surgery for a decompressive laminectomy. The pt was reported to be a paraplegic now.

Manufacturer narrative:
(B)(4).